Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the patient's peritoneal dialysis nurse reported that the patient was hospitalized for myocardial infarction and hypertension in (B)(6) 2017. It is unknown if the patient was performing peritoneal dialysis treatments prior to the hospitalization. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."